Event description:
The customer contact reported the device did not sound an audible alarm tone and displayed a (B)(6) service alarm code. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found when the device was powered on a 11/004 (less than 2.0 volts measured on lithium battery input) service alarm code immediately occurred. Further testing found there was no audible alarm tone during the alarm condition this was found to be due to the beeper wire being broken away from the solder connection. The probable cause for no audible alarm was due to the broken solder connection. As indicated in section h7, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.